Manufacturer narrative:
Citation: kevin mcmillen; louis dunphy, hiroshi nishikawa and andrew monaghan. "Experiences in managing arteriovenous malformation of the head and neck." The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The events occurred in the patient post procedure and its cause was unknown.

Event description:
Medtronic received information through review of literature, that this patient experienced skin necrosis post embolization and required ear reconstruction. It was further reported by the author that the local tissue supplied by the feeder vessel plus the superficial nature of these lesions means that the skin is sometimes compromised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.